Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log determined that the mainboard was bad. Functional testing was performed, and the error message was observed upon startup. The main board was replaced to resolve this issue.

Event description:
It was reported that the pump showed e_fail_safe_recource_error on startup. The issue was found during testing. There was no patient involvement.